Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The display unit cpu was replaced. The device passed all tests and was returned to patient service. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. (B)(4).

Event description:
Spacelabs received a report that on (B)(6) 2017, the arkon reset during the first power up. The unit was not in patient use when the issue was discovered. No injury was reported.